Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found the one of the battery pins was pushed into the device, which did not allow a good contact. The battery contact was put back into place to resolve the issue and new battery pins were installed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device "won't stay on". In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.